Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad and adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was a short in ECG c and d cable causing ecgs a and b to not recognize. The root cause for shorted cable was unable to be identified. There was no adverse event that resulted from the damage belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt messages.